Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited issues during preparation for implant. Fluid was noted to flow from the pump into the device but would flow back immediately. Troubleshooting was performed to remove air from the device but the pump still did not function. The physician selected another pump to complete the procedure. The patient was reported to be well following the procedure.

Manufacturer narrative:
Corrected fields: outcomes attrib to adv event, describe event or problem. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, the ams 700 ipp was thoroughly analyzed. Visual inspection of the cylinders was performed in addition to functional testing; no leaks were identified. The cylinders were pressure tested and performed within specification. Inspection and testing of the ms pump found no evidence of leaks. The poppet rod was found to be misaligned inside the pump; the pump was not functionally tested as a result. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. Product analysis confirmed the reported pump issue. Labeling review: a review of the ams 700 ms pump operating room manual (orm) was performed. As stated throughout the manual: do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the deflation ball is indicative of simultaneous compression of the deflation button and pump bulb. Based on the statements provided throughout the orm, it can be concluded that a problem does not exist in the manual. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is failure to follow instructions.

Event description:
It was reported that an inflatable penile prosthesis (ipp) demonstrated issues during preparation for implant. The fluid went into the device but came back immediately. The physician troubleshot the device to remove the air but was unsuccessful. The physician used an alternate device to complete the surgery. The patient outcome following this surgery was good.